Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome. It was reported that all impedances of one lead were greater than 40,000 ohms. There was a lead fracture. Contributing factors were unknown. The lead was scheduled to be replaced on (B)(6) 2025. Additional information received reported that only one lead was replaced due to high impedance. The other lead was replaced with a shorter one because, with the ins being relocated from the abdomen to the buttock during this replacement, the original lead would have been too long. The event resolved with replacement.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, lot#serial#: (B)(6), implanted: on (B)(6) 2021, explanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot#: (B)(6), ubd: 20-sep-2025, UDI#: (B)(4), h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.